Event description:
No identifying information was provided regarding the patient or the patient¿s components. Published year: 2019. Author: patil rd et al. Title: hypoglossal nerve stimulator outcomes for patients outside the us FDA recommendations. Journal title: the laryngoscope. Volume: 00:1¿7, 2019. [Ref'd in wollny m. Et al (2024) sr]. Article is retrospective chart review - summary of complications provided on pgs. 3-4. One patient developed a skin infection post-implant at the neck incision that resolved with oral antibiotics.